Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was not returned and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this serialized device. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email oob case prior to being used. The device displayed error code 200 and internal failure during installation. Please see attached photos and video. The hospital refused to accept this device and requires to change a new one.